Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter allegedly could not unlock the pump with the buttons. The reporter removed the rebooted the pump, then could not pass the verify screen. The reporter noted contamination in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad is fully intact. A tear in the audio bolus button was observed. The button is fully responsive to user presses. All key contacts responded appropriately. No evidence of moisture or grease observed in the battery compartment. Leak test shows a bolus button leak. Removed pump cover; no evidence on internal moisture was observed. Removal of the keypad cover showed no button contact defects. No evidence of contamination was found under the up, ok, down or contrast key contacts. Tear in audio bolus button, bolus button leak. Unrelated to the complaint, evaluation revealed that the display lens was scratched.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.